Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life. The penta lead was not providing effective therapy due to lead migration. Surgery took place where the ipg and penta lead were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices and patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the ipg, and lead were explanted and replaced. Effective therapy was restored post operatively.